Event description:
The customer stated that she was hospitalized with a blood glucose reading of 630 mg/dl. The customer stated that the cannula of the infusion set was bent, which she believes caused her blood glucose to elevate. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.